Manufacturer narrative:
(B)(4). The reported difficulty was not confirmed and a cause was unable to be determined.

Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Event description:
The caregiver (cg) contacted baxter's technical service center regarding a therapy reset on the homechoice (hc). The cg stated he/she went to set up for therapy and noted the therapy was reset. The cg stated that he/she got the hc re-programmed. The cg was not sure of any further details. The technical service representative (tsr) advised of possible causes. The cg confirmed to call back if this situation reoccurs. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.